Manufacturer narrative:
(B)(4). The lead was not returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and elevated threshold measurements due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.